Event description:
Emergency medical services responded to a call for a fifty-seven yr old female in cardiac arrest. At bedside the pt was placed on a lifepak 12 and found to be in ventricular fibrillation. Personnel placed quick combo pads (pads) on sternum apex. The message "placed leads" with a dotted line appeared. Personnel then placed 4 lead electrodes and defibrillated 200 joules. When a second defibrillation attempt was made the message "place pads unable to charge" appeared. Personnel unplugged and replugged the pads into the lead wire. The message "place pads unable to charge" again appeared and one shock at 300 joules could not be delivered. Personnel replugged pads, but continued to receive error message. Personnel then changed pads, but received same error message. The pt was moved to basic life support ambulance and defibrillated two times with 300 - 600 joules with sinus rhythm conversion advanced cardiac life support measures were continuously administered. Biomedical engineering inspected the unit and discovered that the pt cable was defective. The pt was transported to a user facility emergency dept. The pt was known to the emergency dept. For a history of dilated cardiomyopathy and chronic atrial fibrillation with refusal of treatment secondary to religious beliefs. The impression was severe anoxic inschemic encephalopathy with loss of brainstem reflexer and withdrawal to pain stimuli. Do not resuscitate orders were obtained and the pt expired the next day.